Manufacturer narrative:
The investigation determined that higher than expected vitros lactate (lac) results were obtained from two levels of vitros performance verifier (pv) fluids and one level of non-vitros biorad liquichek unassayed control, lot 92970. The higher than expected results were obtained using vitros lac slide lot 3533-0125-2741 tested on a vitros 5600 integrated system. The assignable cause of the higher than expected results was using suboptimal calibrations. The cause of the suboptimal calibrations is unknown. The customer stated they used a 3 ml volumetric pipette to reconstitute the calibrators, which is recommended by ortho, however, did not provide any additional details such as thaw time, mixing techniques or room temperature equilibration time. Therefore, improper fluid handling of the calibrator fluids cannot be ruled out as contributing to the event. Acceptable vitros lac performance was obtained using an alternate calibration event that was generated using a new set of vitros calibrator kit 0183. This indicated neither vitros lac slide lot 3533-0125-2741 nor the vitros 5600 integrated system likely contributed to the event. Continual tracking and trending of complaints has not identified any signals that would point to a potential systemic issue with vitros lac slide lot 3533-0125-2741.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report higher than expected vitros lactate (lac) results were obtained from two levels of vitros performance verifier (pv) fluids and one level of non-vitros biorad liquichek unassayed control, lot 92970. The higher than expected results were obtained using vitros lac slide lot 3533-0125-2741 tested on a vitros 5600 integrated system. Biorad level 2 vitros lac results of 7.69, 7.66, 7.74 and 5.29 mmol/l vs. The baseline mean value of 4.23 mmol/l vitros pv I lot v1665 vitros lac results of 2.52, 2.54, 2.55 and 2.57 mmol/l vs. The vitros range of mean midpoint value of 1.38 mmol/l vitros pv ii lot x1901 vitros lac results of 6.91, 6.88, 6.89, 4.38, 4.81 and 4.79 mmol/l vs. The vitros range of mean midpoint value of 3.81 mmol/l biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The higher than expected vitros lac results were obtained from non-patient quality control fluids. There was no allegation of patient harm as a result of this event. This report is number one of two mdrs for this event. Two 3500a forms are being submitted for this event as two devices were involved. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number 2641842 and reportability assessment 607152.